Manufacturer narrative:
Corrected data: section e3: occupation corrected. Section e4: initial reporter also sent the report to FDA corrected. Section g2: report source corrected to include "user facility". Section h6: health effect - clinical code and health effect - impact code corrected. Section h10: medwatch report number included. Manufacturer's investigation conclusion: the reported event of superficial damage to the modular cable was unable to be confirmed. The unit was not returned for testing, log files were not submitted and photos were not submitted. It was reported through a medwatch form that the patient arrived at the clinic with damage noted on their left ventricular assist device driveline. The completed medwatch form also indicated that intervention was required to prevent permanent impairment/damage (devices). It was reported that rescue tape was applied. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". The heartmate 3 lvas patient handbook is currently available. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H10: correction. This information had already been reported on MFR # 2916596-2025-04229. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through medwatch #(B)(4) that the patient arrived at the clinic with noted damage on the driveline. Rescue tape was applied. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.